Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones as the device declared elective replacement indicator (eri) status. Boston scientific technical services (ts) reviewed follow up data, the device showed four months remaining longevity a month. Thus, boston scientific technical services (ts) discussed that the device may be depleting inappropriately. Data analysis revealed that the device was depleting in a manner consistent with low voltage (lv) capacitor advisory, although there were no suspicious faults or resets stored within device memory. Hence, the advice to replace the device and return for further analysis. Additional information indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Patient code 3191 captures the reportable event of surgery. The product was eventually returned. The product analysis was added below. The returned cardiac resynchronization therapy defibrillator was analyzed.. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones as the device declared elective replacement indicator (eri) status. Boston scientific technical services (ts) reviewed follow up data, the device showed four months remaining longevity a month ago. Technical services (ts) discussed that the device may be depleting inappropriately. Hence, the engineers advised to replace the device and return for further analysis. Additional information indicated that the device was explanted. No additional adverse patient effects were reported.